Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the t-15 medium driver shaft was being used in a procedure per the sales rep the torque limiting adapter was not used due to surgeon preference. During the procedure, the tip of the quick connect screw driver attachment broke off in the inferior screw for the reverse plate. The surgeon used a burr to shave down the protruding piece of driver which is left in the peripheral screw.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The device met all material specifications as received. The evaluation revealed broken tip on driver. The typical cause of this type of event is over torquing and/or prying/leveraging of the driver during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the t-15 medium driver shaft was being used in a procedure per the sales rep the torque limiting adapter was not used due to surgeon preference. During the procedure, the tip of the quick connect screw driver attachment broke off in the inferior screw for the reverse plate. The surgeon used a burr to shave down the protruding piece of driver which is left in the peripheral screw.